Event description:
The revision for surgical correction of outflow graft stenosis was performed on (B)(6) 2025, but the flow conditions could not be restored to base line. Therefore, pump speed was subsequently increased. During follow-up visit on (B)(6) 2025 there was another abrupt drop in flow detected. Log files were exported for analysis. The patient was re-admitted to the hospital for further evaluation. Another CT scan with a dual-energy photon-counting detector (de-pcd) CT scanner was scheduled for (B)(6) 2025 to evaluate potential inflow obstruction. The patient was clinically stable at the time. The CT scan (dual-energy photon-counting detector (de-pcd) CT scanner) confirmed the suspected inflow obstruction. A pump exchange was performed on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later confirmed that the root cause was due to the inflow obstruction, not the outflow graft obstruction. It was unknown if the patient had any symptoms other than the low flow alarms as the patient records were not accessible. The patient was doing well in a non-clinical environment and would continue with regular follow-up visits as usual.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed a developed inflow cannula deposition that could have caused the low flow alarms confirmed through the log files. A specific cause for the development of the deposition could not be conclusively determined through this evaluation. Additionally, review of the submitted images confirmed the reported extrinsic outflow graft obstruction (eogo); however, a specific cause for the eogo could not be conclusively determined through this evaluation. The submitted computed tomography (CT) images revealed a developed deposition in the distal end of the inflow cannula that appeared to occlude over 50% of the blood flow pathway and could have reduced flow through the pump to cause the low flow alarms. A specific cause for the development of the deposition could not be conclusively determined through this evaluation. Additional CT image captured debris underneath the bend relief of the outflow graft bend relief. The account also submitted videos of the inflow cannula. The images were unclear and couldn't confirm the obstruction. The controller event log files spanned from 04jul2025 through 08oct2025 which confirmed the reported low flow alarms. Flow gradually decreased over approximately 3 months, which ultimately activated intermittent low flow alarms. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until the pump was exchanged on (B)(6) 2025. The pump was not retained by the hospital and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters. Section 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported by the patient when visiting the clinic for a follow-up that they had been having frequent low flow alarms during the last few days. The patient was clinically stable and doing well. Log files were exported and analyzed. They showed a downward trend of the pump flow during the last few weeks. Frequent low flow alarms had started to occur by (B)(6) 2025. A computed tomography (CT) scan was performed on (B)(6) 2025 to check for outflow graft stenosis. Revision surgery was considered, and the patient would be monitored closely at frequent follow-up visits. The next visit was scheduled for (B)(6) 2025.